Event description:
(B) (4).

Manufacturer narrative:
The subject device has only been identified as an lm-900. The lm-900 has two versions - a system used with nitrous oxide (h2o) and another used with carbon dioxide (co2). A review of the complaint database indicated the event had not been previously reported to coopersurgical. The review did not reveal any similarly reported complaints. In the event description on uf (B) (4), a claim was made that the device was evaluated by the manufacturer. A review of service records could not confirm the claim. (B) (4).